Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. This complaint was initiated based on information received from the field. No items were available to directly evaluate product performance relative to the reported complaint, and the cause could not be established with the available information; therefore, this investigation is complete.

Manufacturer narrative:
The following patient information was requested but was not provided: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflects the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient had a procedure for an unknown etiology where an 8 mm x 15 cm gore® viabahn® endoprosthesis with heparin bioactive surface (gore® viabahn® device) was intended to be used in an unknown anatomical location. It was reported the physician accessed the patient using an 8f cook introducer sheath over an .018" v-18 stiff guidewire. Reportedly, during deployment, the deployment line was pulled and there was resistance. The device was not deploying easily and required too much force to deploy. Therefore, the decision to stop deployment was made. The delivery catheter with the constrained endoprosthesis was withdrawn from the patient and was deployed with difficulty / resistance on the back table. The procedure was completed using another gore® viabahn® device. It was reported there was no impact to the patient.